Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said the stimulation is off on group a, b, and c and it doesn't seem to go back on. Caller said it went on but then it went off again. Agent asked when the issue started and caller said it must have started yesterday. Caller was able to turn stim back on during the call. Agent walked caller through turning stim on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.